Manufacturer narrative:
Product complaint #: (B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: was there any additional tissue damage as a result of searching for the needle piece? No further information is available. What is current condition of the patient? No further information is available. Procedure name? No further information is available. Lot number? No further information is available.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2020 and suture was used. During the procedure, the needle was broken at the swage part during use. No pieces were fell into the patient. The broken needle tip was retrieved. The lot number is unknown. There were no adverse patient consequences reported. Additional information was requested.